Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: a product development evaluation was performed. The second generation instrument is showing little / no marks on its moving parts which would indicate limited use of the device. No screws are loose or other damages are identified. The product was inspected and an application test with three implants was performed. The implants could be tensioned and cut as per the design intent. The filed complaint could not be replicated with the returned instrument. There were no design related issues found on the returned instrument. A manufacturing evaluation was also performed. Visually there does not appear to be an issue with the product. The device was produced and distributed in december 2012. Referring to pd-evaluation, the instrument passed the required functional test successfully and is fully functional as per the design intent. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The complained issue could not be reproduced and therefore no malfunction could be identified on the instrument. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Implant and explant dates: device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by a sales consultant that a zip fix gun was not operating correctly. When the trigger was pulled, the ramp that comes up to hold the zip tie was not going back down flat when the trigger was released. No patient involvement reported. This is report 1 of 1 for complaint (B)(4).